Manufacturer narrative:
A ge svc rep performed an onsite investigation. The emergency stop switches were repaired. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer requested a maintenance svc call to repair the emergency stop switch. No pt injury was reported.